Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4614113. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction cylinder leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed two separations in the bladder of cylinder 1 near the tip. Testing revealed these to be sites of leakage. Microscopic examination of the separations revealed both to have a central groove, indicating contact with sharp instrumentation such as a needle. Abrasion is noted on all tubes of the pump. No functional abnormalities were noted with cylinder 2 or the pump. These components were released according to manufacturing and quality control procedures. Quality concluded that the observed instrument separations in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. The expected use of this device combined with the observed separations may have resulted in an earlier detected fluid loss. Separations of these types would allow the loss of fluid, making the device inoperable. However, the device was assumed functional for approximately 2 years. Therefore quality is unable to determine when these two separations may have occurred.